Event description:
It was reported that balloon rupture and deflation issue occurred. The target lesion was located in the superior femoral artery (sfa). A 6.0x220x150 sterling¿ balloon catheter was used to dilate the lesion. When the physician went to deflate the balloon, it was noted that the balloon would not deflate. The physician tried to remove the device to re-deflate the balloon the second time; however, the balloon ruptured circumferentially at 10 atmospheres. The device was removed as a system. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling balloon catheter with a filterwire and unknown guidewire. There was blood on the outer surface of the balloon. There was no damage to the shaft. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The device maintained rbp and the device was deflated by applying negative pressure with the inflation device. The device deflated in 11 seconds. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).